Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a xen®45 gts event described as "trouble injecting properly" during implantation in left eye. Surgery was completed with backup device. No eye injury reported.